Event description:
Device did not display temperature of hypothermic pt while in normal (predict) mode. Pt's temperature was 93.5 degrees. Five attempts were made. Pt's death unrelated to device performance.

Event description:
Device did not display temperature of hypothermic pt while in normal (predict) mode. Five attempts were made. The hosp nurse stated the delay in obtaining a correct temperature was not a factor in the pt's death.